Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer patient with a bard trialysis line that was noted to be pulling air into the line and was removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 15cm powertrialysis dialysis catheter. Usage residues were evident throughout the sample. A partially circumferential split was observed in the red-luered extension tubing at the interface with the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the red-luered lumen, a spraying leak was observed at the split site. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes. Microscopic inspection of the split revealed a granular fracture surface. Material buckling was observed in the vicinity of the split. The split features, buckling and tensile weakness suggested that the observed leak was caused by repetitive mechanical stresses including kinking and pulling. It appeared those repetitive stresses caused a split to gradually form and propagate in the indwelling catheter extension tube.

Event description:
Additional information provided: patient was on paralytics and when off for multiple days and still wasn¿t having any movement expect blinking so he wasn¿t a patient that was thrashing around or moving.